Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and they received a no delivery alarm. The customer's blood glucose at the time of incident was 600 mg/dl, current blood glucose is 359 mg/dl. It also was stated that the drive support cap was normal. The customer treated high blood glucose with injections. The customer was neither hospitalized nor admitted for high blood glucose. It was reported that the customer experience symptoms like nausea, vomiting, abdominal pain, and difficulty in breathing as result of high blood glucose. The insulin pump will not be returned for analysis.